Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 89 mg/dl; subsequently causing customer to have an automobile accident, and loss of consciousness. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Bg was treated with intravenous insulin. Reportedly, customer left the ER a day with customer in stable condition (bg 185 mg/dl). System check with tandem technical support confirmed the pump was functioning as intended.